Event description:
Device malfunction: difficult to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, when the vessel locator button was pressed, the button would not engage to deploy the clip. Downward pressure was kept on the vessel locator button and the clip deployed. The clip did not achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.